Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was sent to pathology at a hospital. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). The caller reported an eos (end of service). There was no allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. The patient stated that they were in a lot of pain since the stimulation "went off." Patient confirmed the pain was in their back. Caller to follow up with their healthcare professional (hcp). Additional information was received from a hcp on (B)(6) 2017. The hcp stated that the actions taken to resolve the back pain included the ins being replaced with an MRI compatible system. The back pain was resolved at the time of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.